Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic for follow up visit, upon device interrogation no communication was observed on the device. Another programmer was used to attempt device communication however it was unsuccessful. Patient was given anticoagulants. During another follow up visit, device was unable to communicate with multiple programmers. Device was explanted and a new device was implanted. Patient was stable throughout the procedure.

Event description:
New information received: device was explanted due to fsca battery advisory.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.